Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one patient did not show up on the station but was visible on the server. Customer stated that server's cpu was running at 100% and not able to provide the patient sample details as the instructor might have been in a class at that time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing over to 1 station. A technical support specialist dialed into the server and checked the retry for station kcm1, finding no retry present. Dialed into the station and confirmed all transactions were up to date. Proceeded with a full synchronization of the station without dropping the database, which completed successfully. Verified that the upload status was current and rebooted the station. Upon checking the downtime query, found that the server was not connected to carefusion coordination engine (cce), with the cce disconnected flag set to 1. This was the reason the station remained in critical override. The customer later confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one patient did not show up on the station but was visible on the server. Customer stated that server's cpu was running at 100% and not able to provide the patient sample details as the instructor might have been in a class at that time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.